Event description:
A 64-yr-old terminal male pt, who was in a coma, was lying on an air mattress on top of a regular bed when he slid off the bed and his chin got wedged under the bed rail. The bed rail subsequently held him off the ground and he was strangled. Autopsy revealed asphyxia. User noted neither co listed incompatibility of air mattress and regular mattress.